Manufacturer narrative:
The referenced report of driveline fracture is covered under medwatch MFR report #2916596-2017-01107. (B)(4). Approximate age of device ¿ 1 year and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange to heartmate 3 left ventricular assist system due to a possible thrombus and driveline fracture. No additional testing had been completed. Despite treating with heparin and fluids, lactate dehydrogenase (ldh) continued to go up and down (value not provided). The patient continued to use external batteries or an ungrounded power module patient cable without alarm. The patient received a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Additional information thrombus was confirmed in the evaluation of the left ventricular assist system (lvas). The report of a potentially compromised driveline was also confirmed based on the evaluation of lvas. The pump was returned with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of driveline, measuring approximately 35 inches in length, was returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A flat, non-laminated thrombus formation was present on the body of the rotor, in between two of the rotor blades. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation could not be determined. The thrombus formations found in the pump would have contributed to the reported elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Continuity and high-potential testing were performed on the 35 inch distal end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 2.5 inch pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the orange wire approximately 2 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.